Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller was exchanged due to alarming after the patient was placed on the grounded cable. The heartmate ii system controller, serial number (B)(6), was not returned for analysis. The submitted log files a1051614 and a1051625 contained combined data spanning 10 days (26dec2020¿ 05jan2021 per the timestamp). Throughout the submitted log files, there were no events captured that indicate an issue with the system controller. The pump stops captured in the log file on 05jan2021 are consistent with a driveline related issue. The provided information indicated that the patient has a known driveline issue and was mistakenly connected to a grounded patient cable causing the stops and alarms. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 12jul2018. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly exchange the primary system controller with a backup system controller. Heartmate ii instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the low speed alarm conditions, low flow alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous short to shield was reported under MFR # 2916596-2020-00916.

Event description:
It was reported that the controller was changed due to alarm after patient was placed on a grounded cable. Patient was placed on ungrounded cable with new controller and alarm cleared. The log files confirmed pump stops on (B)(6) 2020 while connected to the power module. This patient has a history of a dl (driveline) short to shield. It was also stated that patient was connected to a grounded cable and quickly switched to ungrounded. The team aware that this patient requires ungrounded cable at all times. Device will not be returning for evaluation.